Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log evidenced the following: 4/6/2021 2:26:14 pm high alarm displayed: upstream occlusion." A functional check was performed. The customer reported product problem was not replicated during testing. No fault was found with the pump. The upstream occlusion sensor was replaced as a preventative measure.

Event description:
It was reported that the cadd solis vip pump kept detecting an upstream occlusion. This pump did not fault while in use with a patient. There was no patient involvement.